Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable defib lead 1999 (B)(6). (B)(4).

Event description:
It was reported that there was a superior vena cava (svc) lead impedance warning with readings readings fluctuating by 20 ohms and right ventricular (rv) impedance measurements of 44, 63 and 48 ohms. It was also reported that during testing raising the patient's arm resulted in rv and svc impedances out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a superior vena cava (svc) lead impedance warning with readings readings fluctuating by 20 ohms and right ventricular (rv) impedance measurements of 44, 63 and 48 ohms. It was also reported that during testing raising the patient's arm resulted in rv and svc impedances out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4) performance data from the device was analyzed and revealed a rising rv pacing impedance trend and an out of range lead impedance alert.